Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was engaged to the listed instrument. Observing through the knife slot on the channel, the knife bar laminates were noted to be deformed. Damage was noted on knife edge leading surface. Functionally, the device was disassembled and the knife bar laminates were found to be bent and splayed. Gouging was noted on the adapter knife channel. This will cause increased firing and retraction forces. A manufacturing fault was identified during product analysis. However, a review of the device history record could not be performed because the lot number was not provided. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been previously addressed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was engaged to the received instrument. Observing through the knife slot on the channel, the knife bar laminates were noted to be deformed. Damage was noted on knife edge leading surface. Functionally, the device was disassembled and the knife bar laminates were found to be bent and splayed. Gouging was noted on the adapter knife channel. This will cause increased firing and retraction forces. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife edge leading surface may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been previously addressed by an engineering change, a change development process, or non-conformance report. Additionally, the investigation detected a secondary condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic prostatectomy, during stapling, there was a poor staple formation that leads to a staple line bleeding. They used another device to complete the case. There was no patient injury.